Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited high ventricular rate and noise reversion episodes. The noise could be reproduced with pocket manipulation and provocative testing. The device was reprogrammed. The patient was in good medical condition.